Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. Troubleshooting steps were taken to connect with the ipg without success.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was not communicating with external devices. The patient stated that they had multiple surgeries where the ipg was not put into surgery mode.